Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. The left corner in front of the uppercase has a crack was noted. Functional testing was performed. The occlusion test failed (check clutch / plunger lever) error. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is worn out clutches and leadscrew. B3 - date of event: unknown; no information has been provided to date.

Event description:
Upon investigation of medfusion pump the check clutch/plunger lever test failed the occlusion test. This is a high priority alarm and will stop the infusion if it would recur. There was unknown patient involvement, and unknown harm/adverse event reported.